Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) 5.4 mg blood collection tube there was foreign matter in the tube(s) biological and non-biological. The following information was provided by the initial reporter. The customer stated: there is "something long protruding inside tube wall."

Manufacturer narrative:
H6: investigation summary bd received 1 sample and 1 photo from the customer in support of this complaint. Evaluation of the sample and photo confirmed the presence of damage to the inside of the tube, on the side wall, has an indention and the plastic has been peeled away from the inside wall of the tube. No unused samples have been returned for evaluation. Nowhere on the production line is there anything introduced to the inside of the tube that would cause this type of defect. Additionally, 100 retention samples from the bd inventory were visually inspected with no damage to the inside of the tube being identified. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. Bd was able to confirm the customer¿s indicated failure mode with the photos provided however, this defect is not caused by any process during the manufacturing of this product. The exact cause of the failure mode cannot be determined.

Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) 5.4 mg blood collection tube there was foreign matter in the tube(s) biological and non-biological. The following information was provided by the initial reporter. The customer stated: there is "something long protruding inside tube wall."